Event description:
The customer reported that the unit had no display.

Manufacturer narrative:
The customer reported that the unit had no display. The unit was evaluated at philips, and the failure was verified. The control pca was replaced to resolve this reported issue. We are considering this failure a malfunction of the control pca.